Event description:
The customer stated that she was taken to the emergency room due to high blood glucose levels. The reported blood glucose reading was 400 mg/dl. The customer stated that she began experiencing high blood glucose levels the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.